Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, while suturing, the needle broke and got stuck inside the tendon. The patient requiring suture of the achilles tendon. Extension of the procedure time to remove the needle. The needle was retrieved and a verification of integrity of the needle. No reported patient consequences.